Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found half empty tip trays. The instrument couldn't find the tips. The fse informed the customer to only load with full tip trays and make sure the sorter recounts and updates inventory. The fse performed a version up routine. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 25 aug 2017 through (B)(6) 2018. There were six similar complaints identified during the searched period, which includes this event for error 2204. There were no similar complaints identified during the searched period, which includes this event for error 2207. The aia-2000 operator's manual under appendix 4: error messages are as follows: [[2204] sorter cup pickup failure cause : the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). Solution : ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. [2207] no tip acquired by sorter cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause for the reported event was tip trays were improperly installed.

Event description:
A customer reported error 2204 sorter cup pickup failure on the aia-2000 instrument. The customer attempted to open the sorter drawer and then rescan but this did not resolve the issue. The customer found that all trays were seated correctly. The technical support specialist (tss) assisted the customer with performing a version up at the request of the field service engineer (fse). The customer called back and stated they began receiving error 2207, no tip acquired by sorter. Customer is unable to run patient samples on follicle stimulating hormone (fsh) and luteinizing hormone (lhii). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.